Event description:
It was reported that the catheter fell out of the patient with the balloon deflated on the 6th day of usage.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted an opened (without original packaging), used silicone foley catheter. The catheter shaft had a complete break 0.5890 inches from the bifurcation. The break was angled approx. 45 degrees and was clean and smooth. This was out of specification as "shaft shall be free of kinks, cuts,tears and irregular surfaces." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient with the balloon deflated on the 6th day of usage.